Event description:
It was reported that the pump touch screen was unresponsive. During follow up with tandem technical support, customer stated pump responding as intended. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.